Event description:
It was reported that the device would not deliver energy. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The biphasic pcb module and the inductive resistor were replaced. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio-control further evaluated the removed biphasic pcb module. It was observed that it had multiple blown and shorted components. Transistors q5, q6 and diode cr7 were found shorted. It was also observed that diode cr24, was blown apart. There was no failure observed with the inductive resistor, as it was replaced as a precaution. Further root cause of the reported failure cannot be conclusively determined due to the extensive damages of the pcb module.